Event description:
Litigation papers allege the patient began having pain in her right hip which became progressively worse over time. It is further alleged that the patient has significantly elevated cobalt in her blood. Update: (B)(6) 2011 - medical records were received. The revision operative report indicates the patient was revised to address nonseptic loosening and alval.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.